Manufacturer narrative:
(B)(4).

Event description:
The patient experienced intermittent stimulation, the stimulation was turning off. No specific action or motion creates this and there was no known accident or incident. Movement did not cause the stimulation changes. This has been occurring for the last 3 months. The impedance measurements were normal with the 1248 ohms being the highest. The battery voltage was 3.995. She recharged last night for 4 hours with 8 coupling bars. She was at the clinic in good condition. Additional information has been requested.